Event description:
Our rep is reporting that the pt had a knee repair in 2008 with the use of a rigidfix system for fixation. Two months subsequent, two months later, the pt presented with lateral pain, one of the rigidfix pins had broken in half and migrated under the it band. At this time the pt underwent a re-surgery at which point the surgeon removed the pin and scar tissue around the it band. Complaint device discarded. This is all of the info and detail that has been made available to mitek. Questions out for further info and clarity.

Manufacturer narrative:
Mitek is at this point in time engaged in info gathering. When all that can be had, is had and evaluated, the results will be the subject of a follow-up report.